Event description:
Tip of suture needle from a 1-polysorb broke off. Surgeon could not find the tip of the needle. Doctor said felt covidien suture "that this is in an inferior product." Reason for use: surgery-total abdominal hysterectomy with bilateral.